Event description:
The customer observed a haze and smelled smoke when performing a photo check on the tdxflx analyzer. The customer unplugged the instrument. No injuries or impact to patient management were reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument, a search for similar complaints, and a review of labeling. Abbott field service determined that dust may have been on the heater element of the stored unused tdxflx analyzer, the customer's back-up instrument. This generated the smoke odor when it was powered up. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of tdxflx analyzer, list number 04a24 was identified.